Manufacturer narrative:
Additional information was received on june 15, 2020. The complaint devices were discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additional information was received on june 23, 2020. The bilateral capsulectomy with implant exchange was performed on (B)(6) 2020. Additional information was received on june 30, 2020. The capsular contracture was baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number (B)(4), and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2020-07265 for contralateral prosthesis report.